Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening shell. A visual and microscopic analysis was performed which identified crease sharp opening on radius, smooth opening on radius, striated opening on posterior and non-penetrating nicks. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. A smooth opening on radius assessed as smooth opening. A striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.